Event description:
It was reported by customer that during clinical use intra-aortic balloon (iab) malfunctioned. Leak alarm has been reported, according to logs it was "gas loss alarm". There was no patient involvement reported.